Event description:
During a treatment procedure to place a greenfield filter the tip protector popped off. During insertion the physician experienced difficulty advancing the filter over the wire. The filter was removed intact and the physician once again attempted to advance the filter over the wire while it was outside of the pt's body. At this point, the tip protector popped off inside the sheath. Another greenfield filter was used to successfully complete the procedure. No pt injury or complications were noted.